Manufacturer narrative:
Initial and final MDR 1923516 - MDR 3003442380-2024-17168 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion set was leakage at site on 14-may-2024.the infusion sets has been used for about 36- 48 hours.the blood glucose level was 180 mg/dl at the time of events. Patient replaced infusion sets and resumed insulin successfully no further information was available.